Manufacturer narrative:
No additional investigation possible for lot lacking. The reasons of the knee limited rom (range of motion) are unknown. We will send a follow up communication if new info will be available.

Event description:
Patient brought to or for knee manipulation under anesthesia due to 30° degrees of extension leg 2 months after tkr. Patient rom before maniulation: -30°-120°, after manipulation: -5°-125°. Patient was put in cast for few weeks to maintain extension.